Manufacturer narrative:
An event of high gradient was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device was manufactured according to specifications as supported by the receiving inspection results. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated the valve had been implanted for 5 years, 9 months.

Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted. On (B)(6) 2018, the patient was observed with high gradient due to suspicions of patient-prosthesis mismatch. The patient was transferred to another facility where a tavr is reported to have occurred. No additional details were made available.